Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated he had accidentally pulled out the infusion set the night before. Troubleshooting was done. Advised customer to assemble a new infusion set with the current reservoir. The customer stated that most of the insulin had been pressed out and decided to change the reservoir, keeping the same infusion set. Advised customer to manually push the plunger, and the customer verified that the insulin pump did not alarm no delivery with the manual prime. Advised customer that changing the reservoir resolved the issue. Advised customer to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.